Event description:
It was reported that the surgeon¿s programming system was not working while in the or. The handheld device and programming wand were returned to the manufacturer for analysis. The programming wand performed according to functional specifications. Analysis of the handheld device is currently underway.

Event description:
The handheld analysis was completed on 08/07/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 08/07/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.